Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 42 mg/dl. The patient did not have a bg meter to test a comparison value. The patient was not experiencing any symptoms. The patient¿s daughter-in-law provided the patient with some glucose tablets to eat due to the low cgm reading. Despite treatment, the patient¿s cgm continued to read 42 mg/dl. Therefore, the patient¿s daughter-in-law took her to the emergency room. At the ER, the patient¿s bg meter reading was 160 mg/dl. The patient was treated with an unspecified IV drip. The patient was discharged home approximately one hour later. The patient also removed her current dexcom sensor. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.